Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a pericardial effusion. A pericardiocentesis was preformed and the patient recovered. The procedure was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.